Event description:
Reporter indicated a pt had recent breakthrough seizure activity. The vns generator was replaced prophylactically. A battery estimate for the generator yielded -0.21 years remaining, indicated it may be at end of service. Attempts for further information are pending.